Event description:
The customer reported that they did not see the baby's data, from the intellivue x3 patient monitor, resulting in an unplanned c- section. The device was in use on a patient at the time of the reported issue and resulting in an unplanned c- section.

Manufacturer narrative:
Emergency c-section was performed, however no harm to mother or baby.

Event description:
The customer reported that they did not see the baby's data, from the intellivue x3 patient monitor, resulting in an unplanned c- section. The device was in use on a patient at the time of the reported issue and resulting in an unplanned c- section.